Event description:
It was reported that the patient underwent coronary stenting, due to unstable angina. The groin was sealed with a 6f angio-seal with no complications. A pre deployment angiogram showed the vessel to be suitable for a vascular closure device. The patient was discharged. Three weeks later, the patient returned to the hospital with pain in the left groin and leg. An ultrasound revealed a hematoma by the common femoral artery. The hematoma later developed into a severe infection which required vascular surgery for debridment and fem-pop bypass surgery. The patient had a prolonged hospital admission to recover from groin surgery due to the delayed wound healing and antibiotics that were administered. Leg pain and claudication persisted for some time. The patient has now been discharged to an aged care facility. The patient was taking prescribed anti-coagulants.

Manufacturer narrative:
No product was returned. Review of the lot history and device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.